Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a system failure. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient injury.